Event description:
It was reported that the customer was very sick and felt that her blood glucose levels were high. It was stated that the customer's insulin pump would not stay on. The customer stated that she had changed the battery, and the insulin pump was working at the time of the call. Customer stated she would try to deliver some insulin. The customer's grandmother stated that she would call back in order to troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.